Event description:
It was reported that during an initial left total knee arthroplasty, the tibial articular surface provisional instrument fractured during the trialing process. There was no patient impact as a result of the malfunction and the procedure was completed without further complication.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated, and the reported event was confirmed. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and is fractured. This complaint has been confirmed. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.